Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Device was received with cracked case at display window corners and battery tube threads. Device was received with scratched lcd window. Device was received with missing end capsticker. The sensor feature was tested with a test minilink and a glucose sensor simulator. Sensor feature working properly. No lost sensor or sensor error alarms / alerts were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.